Manufacturer narrative:
The manufacturer's evaluation results suggest that this event was attributed to user error and/or environmental factors during time of mixing.

Event description:
The bone cement set prematurely. There was no adverse consequence for the pt or delay in surgery or anesthesia time.